Manufacturer narrative:
The customer biomedical engineers investigated the compressor mini and found blown fuses. The fuses were replaced and the compressor successfully passed all functions and safety tests and was returned to service. Earlier investigations determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the main power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventative maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventative cleaning of dust in the mains inlet. The blown fuses have not been investigated. The true cause for why the fuses were blown has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported as a service request from the customer that the compressor mini would not power-up. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted, when the investigation is completed.